Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg issued the message "replace generator. The generator has reached the end of its service." The patient reports they have not checked their patient controller (pc) in a while. Surgery took place where the ipg was replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that ipg was inoperable. Programmer displayed error message "replace generator. The generator has reach the end of its service." It was noted that patient ran tonic stimulation, at a very high setting, and 24/7. Surgical intervention may be undertaken to address this issue.